Event description:
On (B)(6) 2013, the distributor contacted animas and reported an under delivery issue with the pump. The patient reportedly experienced issues with high blood glucose (bg). There was no reported adverse event; no reported bg values were provided. It was noted that the pump was troubleshooted and no issues were noted. This complaint is being reported due to the allegation there was a delivery issue with the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: review of the black box and download history revealed no activity outside normal use. The last basal delivery recorded was on (B)(6) 2013 at 4:02 pm. The total daily dose (tdd) correctly reflected the user¿s programmed basal rate. Black box records showed that the pump was turned ¿off¿ on (B)(6) 2013 at 11:28 am and then turned back ¿on¿ on (B)(6) 2013 at 4:27 pm. On investigation, the pump powered on normally and primed successfully. The pump was exercised for (B)(4) without alarms or delivery interruption. The pump was found to be delivering insulin as intended. The pump was opened for investigation and did not reveal any evidence of moisture, damage or defect of the interior components of the pump. Investigation did not reveal any delivery issue with the pump.